Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at supplier and evaluated. Functional observation revealed that the image was cloudy or foggy, resulting in poor image quality when viewing through the eyepiece. Additionally, the tube was also reported bent and optics, distal tip, objective, window were damaged. Therefore the complaint can be confirmed. The root cause for this complaint can be attributed to repeated use and/or improper handling of the scope by the end user. A manufacturing record evaluation was performed for the finished device [product code: 242043, serial number: (B)(4)] , and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via email that during an unknown procedure two arthroscopes 30 degree had scratches on the lens. The case was completed by using another scope with no patient harm or delay. The devices are being returned for evaluation.